Event description:
Dealer stated that the half arm rest assembly on a rvl wheelchair is broken.

Manufacturer narrative:
(B)(4). Complaint was not given to regulatory affairs for processing until (B)(6) 2013.